Event description:
This rv lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2016 due to oversensing of noise with pacing inhibition and asystole greater that 2 seconds. The pocket was opened and it was found out that the lead insulation was damaged approximately 5cm distal to the is-1 pin. New lead was implanted. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).